Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified sensor error message from the adc device. Due to this issue, customer was unable to obtain readings and experienced symptoms described as "restless, twitching, sleepless", seizure and lost consciousness. Paramedics were called and provided glucose, juice, soda, and chocolate spread for treatment. There was no report of death or permanent injury associated with this event.